Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and noted a leak at the patient connector heat seal bead. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing revealed a leak at the patient connector. The reported condition was verified. The cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (pd) cassette was leaking. During the infusion cycle, it was observed that the cassette was leaking from the patient line connector. There was no patient injury or medical intervention associated with this event. No additional information is available.